Manufacturer narrative:
It was noted that the device is not available for evaluation as it remains implanted. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.

Manufacturer narrative:
Lot #, steri lot, explant date, and manufacturing date were updated. An event regarding infection involving an accolade stem was reported. The event was not confirmed. The reported device was not returned for evaluation. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been one other event for the reported lot and no other event sterile lot. The exact cause of the event could not be determined because further information is needed to complete the investigation for determining root cause.

Event description:
Surgeon revised accolade/mitch. Removed head found extensive black particulate material in tissue & surrounding trunnion. Pasty cream pus like material reported to be present in tissue also. Surgeon suspected infection & took swabs. Stem noted to be loose but hung up in femur & only head was removed & replaced with a spacer. Surgeon booked patient in for 2nd stage revision of stem on (B)(6). Stem left insitu. Mitch 58mm, sz4 accolade, implanted (B)(6).

Event description:
Surgeon revised accolade/mitch. Removed head found extensive black particulate material in tissue and surrounding trunnion. Pasty cream pus like material reported to be present in tissue also. Surgeon suspected infection and took swabs. Stem noted to be loose but hung up in femur and only head was removed and replaced with a spacer. Surgeon booked patient in for 2nd stage revision of stem on (B)(6). Stem left insitu. Mitch 58mm, sz4 accolade, implanted (B)(4).